Event description:
Event description cpi received information that these sutureless myocardial unipolar leads (4320's) were capped due to a sensing problem. They were replaced with an endotak downsize plus lead (0125).